Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that since 2015 the patient has never had support. The caller has no managing doctor. They are having a heck of a time with the stimulator. The patient can be standing and someone turns on the water and away it goes. They have tried different settings and that has not helped. The patient's husband has helped with adjusting the settings. No relief since implant and it is 50% worse. The implant moved two months ago, and the patient is practically sitting on ins. Wears heavy duty pads when goes somewhere so they don't have an accident. Tried to connect to the ins with the patient programmer (pp) with and without the antenna and got poor communication. The husband usually helps them but he is out mowing the lawn. The patient will call back when the husband can help. The patient called back to report they were able to connect to ins and is on program 2 at 1.8 volts but the stimulation was off. The patient was told the stimulation needs to be on to get therapy. They turned the stimulation on and put the stimulation at 1.2 volts. The patient was told to monitor their symptoms for a couple days in a diary and see if their symptoms improve.

Event description:
Additional information was received from the patient. They reported that they fell on the side of the device and that they had trouble locating it and they think that they accidentally turned it off, but it has been resolved and the device is working as it should. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d11: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.